Event description:
It was reported by rn, "placed PICC with my supervision. Twisted introducer into vein like a corkscrew as usual practice for user. Advanced PICC. Tried to remove introducer and it hadn't totally split. Unable to remove PICC from introducer. Attempted to remove with fingers, finally attempted with blunt side of scalpel against the PICC but hole noted in PICC on flushing. Replaced with a new PICC."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an improper peel was confirmed, but the exact cause of the damage was unknown. Two segments of groshong 4fr tubing and one 4.5fr x 7cm microintroducer were returned for investigation. The tabs on the introducer had been split and the sheath had been peeled. The tabs split unevenly, which resulted in a ring of orange material that remained attached to one tab after the tabs were split apart. The sample exhibited evidence of use. Dry red colored residue was observed within the catheter and on the introducer. A leak was observed in the catheter. It was reported that a hole was noted in the catheter after using a scalpel to remove the introducer. Since the reported damage was observed on the returned sample, the complaint was confirmed. The manufacturing facility was notified of this complaint. Reynosa evaluation: complaint due to ¿introducer could not be peeled properly¿ was confirmed but exact cause remains unknown. According with the photo evaluation performed at reynosa facility and gross visual and microscopic visual evaluation performed at vad lab it was concluded that the complaint of an improper peel-away was confirmed. However, based in our evaluations the exact root cause could not be determined. It is unknown if clinical or manufacturing procedure issues contributed to the reported event taking in mind the condition of the received sample. Therefore, the cause of this condition remains unknown. A lot history review (lhr) of redr3352 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3352 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by rn, "placed PICC with my supervision. Twisted introducer into vein like a corkscrew as usual practice for user. Advanced PICC. Tried to remove introducer and it hadn't totally split. Unable to remove PICC from introducer. Attempted to remove with fingers, finally attempted with blunt side of scalpel against the PICC but hole noted in PICC on flushing. Replaced with a new PICC."